Event description:
The dentist reported that this abutment screw fractured. The screw was unable to be removed resulting in the implant having to be removed as well.

Manufacturer narrative:
Visual inspection by the complaint investigator of the returned product confirmed there was significant damage to the implant threads, collar and external hex and there was dried blood and remnant bone. There was evidence of a fractured screw inside the implant. The additional fractured portion of the screw was not returned. The lot information for the screw was not provided and could not be determined, therefore a manufacturing history review could not be completed. Complaint and non-conformance review for the screw product type did not identify any anomalies or trends which would result in or contribute to this complaint. The device history record review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. (B)(4). Device has now been evaluated.